Event description:
There was an allegation of questionable results for 94 patient samples on a obas e 801 module. The customer provided an example of discrepant results for 1 patient sample tested for elecsys tsh assay. The initial tsh result was 0.87 miu/ml. The customer's qc was out of range after performing patient testing which prompted them to repeat the patient samples. The sample was repeated on another e801 analyzer and the repeat result was 1.08 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 729013. The expiration date was not provided. The alarm trace did not contain a conspicuous event. The field service engineer (fse) primed the reagents, performed mechanical and instrument checks, and replaced a failing sipper syringe. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.